Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was overheating. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found bent connection pins. The connector pins were aligned to be able to perform a functional evaluation. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of damaged connector was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to a damaged connector include excessive force, misalignment, or twisting of the connector during connection/disconnection to a control unit. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.